Event description:
Information was received indicating that during an implant of a smiths medical deltec® port-a-cath® implantable access system the catheter tubing would not fit correctly to the device. Subsequently, the port was removed and another port was attempted to be implanted but met the same complication. Finally, after a third attempting, meeting the same complication, a fourth port was successfully implanted. There was no adverse patient effects reported.